Event description:
The customer reported to olympus, the body control unit (bcu) on the evis exera iii gastrointestinal videoscope had an air/water leak. There was no report of patient harm associated with this event. During the inspection and testing of the returned device, the auxiliary channel mount connector was clogged. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The channel mount connector was clogged by transparent and crystallized residue. The reside was locked on the channel mount. The glue on the rubber of the bending section cover was peeling off, there was a dent on the distal end cover and the bending tube was deformed. Key top switch button number one (1) exhibited wear and key top switch button number four (4) was damaged. The knob play was found on the device and there was also less angulation. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause is unable to be determined. Olympus will continue to monitor field performance for this device.